Manufacturer narrative:
Pass off cards are employed in packaging reusable surgical gowns in a manner that facilitates the user placing the gown on in accordance with accepted aseptic technique. The ink on the pass off card was from a production employee who incorrectly captured product information on the pass off card instead of an internal form. Following notification of the event on-hand pass off cards were inspected for ink and no ink was identified. Synergy health north america conducted retraining on the reported event with appropriate gown folding production personnel at their facility.

Event description:
The user facility reported the presence of ink on the pass off card from a surgical gown. Due to the observed ink, the surgeon decided to re-gown. A delay in the procedure occurred due to the surgeon re-gowning. No report of injury.